Manufacturer narrative:
Model number/catalog number: 72404127, (B)(4), description: control pump fgs iz, expiration date: 10/27/2012, manufacturer date: 11/12/2010. Model number/catalog number: 72400024, (B)(4), description: balloon fgs 61-70 cm, expiration date: 11/19/2015, manufacturer date: 12/02/2010.

Event description:
It was reported that the patient had the artificial urinary sphincter removed due to urethral atrophy. A new artificial urinary sphincter consisting of a cuff, pump, and balloon were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.